Event description:
Physician called cynosure clinical to report that the tissue response on the tattoo removal treatments they are seeing is less than what they usually get. Cynosure technician inspected the unit and found that it is out of spec. The energy output is below the nominal value. The difference in loss of energy is greater than 20% of nominal energy. No pts were injured in this complaint.

Manufacturer narrative:
Cynosure technician inspected the unit and determined that the loss of energy was greater than 20% of nominal energy. The decrease in energy was due to a damaged lens in the handpiece. The handpiece was replaced and the laser unit is working within specs.